Manufacturer narrative:
Additional information: rpn: ult10.2-38-25-p-5s-cldm-tong-050399. Investigation - evaluation: a review of documentation, manufacturing instructions, instructions for use (IFU), quality control data, functional testing, and visual inspection of the returned device was conducted during the investigation. The catheter was returned in the unlocked position. The cap and the tubing were not able to be twisted or tugged in the proximal assembly. No cracks were observed. There was 1 thread visible between the mac-loc and cap. The suture had been cut between the cap and the mac-loc. The remaining suture was wrapped around the locking mechanism. Hemostats were used to occlude the catheter tubing in order to pressurize the proximal assembly. Water leaked immediately out of the locking mechanism upon pressurization. The lock was then placed in the locked position, and the assembly was re-pressurized. Water still leaked from the within the mac-loc. The lot number of the reported complaint device is unknown, therefore a review of the device history record, non-conformances if applicable, and any additional complaints could not be reviewed. The manufacturing documents in place at the time of manufacture were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the leakage failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Based on the information provided, examination of the returned product , and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Catalog #: ult10.2-38-25-p-5s-cldm-tong-050399. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that a leakage was observed at the mac-loc hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The handling and usage of the device is not known, and no further information was provided by the reporter. No adverse events were reported. The device is reportedly available for return, but has not yet been received as of the date of this report.